Event description:
Lap chole: "clip applier advanced clip, but clip would not clamp or close."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.